Manufacturer narrative:
The subject device in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
The subject device was used during a low anterior resection. Within 15 minutes of starting, operators find that something white item was hanging off of the jaw of the device. There was no alarm reported. When operators removed the device from the patient body, the white item was still hanging off. The procedure was completed with a similar device. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is being submitted to reflect additional information olympus medical systems corp. (Omsc) obtained. The subject device was returned to omsc for evaluation. The manufacturing record was reviewed with no irregularities. As a result of the evaluation on (B)(6) 2016, omsc confirmed that there were no malfunctions which caused or might cause the fragment to fall inside the patient. Therefore, we are retracting MDR.